Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) detected low out-of-range right ventricular (rv) competitor lead pacing impedance measurements. All other measurements were stable and within normal limits. There was no evidence of noise. The device was reprogrammed and the patient was hospitalized for a lead revision. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.